Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event and subsequently expired on unknown date after the use of the product.

Manufacturer narrative:
This is one event (death) for the same patient involving two separate products; associated mdrs# 1225714-2014-00445 and 00446.

Manufacturer narrative:
Additional information has been requested and will be submitted upon receipt accordingly. This is one of two device reports related to this event. Associated manufacturer report numbers are 1225714-2014-00445 and 1225714-2014-00446.

Event description:
Additional information further specifies the patient experienced a sudden cardiac event and expired on the same date, which is alleged to have been caused by exposure to the product administered during dialysis treatment.